Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath, small, and hemostatic separation issue occurred. During the procedure, minimal amount of blood (estimate @ < 5ml ) was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, small, after initial insertion to the patient¿s body. The leak was noted after the dilator was removed once in-situ and confirmed by the operator flushing side arm, which also showed the leak back through the valve. Physician removed the sheath from the patient to ensure no patient harm possible. The sheath was removed, and replaced with competitor¿s product. The sheath had been prepped by the scrub nurse who noted that the valve did not leak when flushed initially, however, she may not have been aware of the necessary precautions advised when first loading the dilator. The valve did not break into pieces, but it seemed to not seal properly. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. No air entered the patient¿s body. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption, or required intervention, this event was not assessed as patient event, but as hemostatic valve separation product malfunction.

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device evaluation and observed on 11/9/2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. The hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation was completed on 11/13/2020. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, minimal amount of blood (estimate @ < 5ml ) was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small after initial insertion to the patient¿s body. The leak was noted after the dilator was removed once in-situ and confirmed by the operator flushing side arm, which also showed the leak back through the valve. Physician removed the sheath from the patient to ensure no patient harm possible. The sheath was removed and replaced with a competitor¿s product. The sheath had been prepped by the scrub nurse who noted that the valve did not leak when flushed initially; however, she may not have been aware of the necessary precautions advised when first loading the dilator. The valve did not break into pieces, but it seemed to not seal properly. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. No air entered the patient¿s body. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).